Event description:
"I'm still not happy with the results, as my bottom front two teeth are loose and I have gaps at the bottom near the gums. "

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.